Manufacturer narrative:
Additional information was received that no further information can be obtained.

Event description:
A report was received that the patient was experiencing discomfort at the ipg area. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patients increased pain was related to the stimulator. The patient underwent an explant procedure per patients and physicians preference. Device malfunction was not confirmed. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the ipg area. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial#: . Description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing discomfort at the ipg area. The patient will undergo an explant procedure.